Event description:
A 3.5 x 38 mm resolute integrity rapid exchange (rx) drug-eluting stent was implanted in a patient. Angiography demonstrated severe mulitvessel disease with involvement of the distal lms. Following stent deployment, ivus assessment demonstrated that the stent had been compressed by the guide catheter at the ositum of the left main stem. It was reported that the stent compression had occurred when the guide catheter was used to re-engage the lms after this vessel was post-dilated. The abnormality was resolved with further balloon post-dilation and a technically acceptable result was obtained at the lms ostium. No clinical sequelae were reported. Please note that this device (resolute integrity) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Event description:
The target lesion was pre-dilated using a 2.5 x 12 mm balloon. The 3.5 x 38 mm resolute integrity stent was deployed in the lad back to lms ostium. Post dilation was performed using a 5 mm and a 4.5 mm balloon. Pci of the lcx was performed using a mini-crush stent. The 3.5 x 38 mm stent was observed to be 'protruding' from the left main into the aorta. Further post-dilation was performed using a 5 mm balloon and repeat ivus was reported to look fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation), caused by another drug/device (stent deformation caused by guide catheter). Evaluation, conclusions: another device caused failure (stent deformation caused by guide catheter). (B)(4) - longitudinal compression: a "new" complication with modern coronary stent time "time to think beyond deliverability - eurointervention 2011; 7 - online publish - ahead-of-print (B)(6) 2011.